Event description:
Reported via clinical study it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was successfully implanted. The patient was discharged and randomized to aspirin only. The patient presented to a routine 45 day follow up transesophageal echocardiography (tee) and a laminar, non-mobile thrombus was noted on the corner surface of the closure device. The patient was placed on oral antithrombotic (oac) medication xarelto 20mg once per day.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was successfully implanted. The patient was discharged and randomized to aspirin only. The patient presented to a routine 45 day follow up transesophageal echocardiography (tee) and a laminar, non-mobile thrombus was noted on the corner surface of the closure device. The patient was placed on oral antithrombotic (oac) medication xarelto 20mg once per day. It was further reported that on (B)(6) 2025, a follow up transesophageal echocardiography (tee) imaging was performed.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was successfully implanted. The patient was discharged and randomized to aspirin only. The patient presented to a routine 45 day follow up transesophageal echocardiography (tee) and a laminar, non-mobile thrombus was noted on the corner surface of the closure device. The patient was placed on oral antithrombotic (oac) medication xarelto 20mg once per day. It was further reported that on (B)(6) 2025, a follow up transesophageal echocardiography (tee) imaging was performed.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: impact code added.